Event description:
See h10 narrative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, this device was determined to be not reportable as it was did not demonstrate any problem and remains implanted. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11, catalog#: 42522100810, lot#: 64427395. Tibia cemented 5 degree stemmed right size e, catalog#: 42532007102, lot#: 64786806. Femur cemented cruciate retaining (cr) narrow right size 8, catalog#: 42502006402, lot#: 64807816. Multiple MDR reports have been filed for this event, please see associated reports: 3007963827-2022-00034; 3007963827-2022-00037; 3007963827-2022-00038. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Approximately eight months post implantation, the patient was revised for unknown reasons. During the surgery, it was observed that the polyethylene insert had pitting. All components were exchanged without complication. Attempts have been made and no further information has been provided.